Event description:
Failure to alarm soft port didn¿t look compressed on an abdominal dressing while the pump was running at -120mm. In addition, there was pooling of drainage in the base of the wound after the dressing was removed. After ensuring the setup of the pump was fine, we did some troubleshooting and isolated soft port as the issue. The pooling did not have any adverse effects on the patient¿s wound, however the wound care nurse was troubled by the lack of a blockage alarm. We discussed the possibility of a partial blockage that wouldn¿t trigger the blockage alarm since the blockage alarm only triggers with 100% occlusion. She went on to suggest that we increase the sensitivity of the blockage alarm so it triggers with, for example, an 80% occlusion (i.e. Blockage alarm triggers if only .2 l/min of air is getting through and leak alarm triggers at 1 l/min).

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The complaint is inconclusive and no product was returned for evaluation. The complaint is a known issue and has occurred before. No DHR review was performed because no lot number was provided. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the failure to alarm. The most likely root cause for the failure to alarm, which is supported by the complaint description, is that the pump received enough of a flow rate of air to prevent a blockage alarm from sounding. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been be triggered within 3 minutes. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. As indicated in the complaint, there was no adverse effect on the patient and the nurse recommends improving the sensitivity of the alarms on the device. In response to failure to alarm complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.